Event description:
As reported by the user facility: while performing a valvuloplasty procedure, they were applying negative pressure to the balloon. The physician noted a hole in the balloon, removed the balloon system from the body and used a new balloon. Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the MFR for eval. One used catheter was returned. The balloon appeared intact and visual examination did not reveal a hole in the balloon. These balloon catheters are mfg and purchased from numed, inc. The sample and all available info has been forwarded to numed for eval. If numed's eval reveals any add'l info, a follow-up report will be filed.